Event description:
It was reported that following the successful implant of the first stent from a trabecular microbypass stent system (os), the surgeon inadvertently implanted the second stent slightly posterior below the trabecular meshwork (tm). Per report, the procedure was completed with the implant of an additional stent from a back-up device. Through follow-up, the following additional information was received. Per report, postoperative visualization of the stent was described as "all three (3) stents are visible with one (1) stent posteriorly to the schlemm''s canal." Reportedly, the surgeon believes that surgical technique (slightly posterior aim) contributed to the stent mispositioning. The report noted the event as "resolved" with no adverse patient impact or intervention required, and the patient will continue to be monitored.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event was due to surgical technique (slightly posterior aim). The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).